Manufacturer narrative:
Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It was reported that the physician was not trained in the use of the proglide device by an authorized representative of abbott vascular. It should be noted that the proglide instructions for use (IFU) states that the device should only be used by physicians (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who are trained in diagnostic and / or interventional catheterization procedures and who have been trained by an authorized representative of abbott vascular. Additionally, femoral imaging was not performed. It should be noted that the IFU states: perform a femoral angiogram to verify the location of the puncture site. The investigation determined the difficulties appear to be related to status of training; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a right common femoral vein was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a mitraclip interventional procedure. Femoral angiogram was not performed. Reportedly, the suture tore. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 24f and the mitraclip procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.